Manufacturer narrative:
Follow-up #1: date of submission 10/26/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a visual inspection of the pump revealed multiple cracks in the battery compartment. No damage was observed on the battery compartment threads. There was no evidence of damage found on the battery cap threads. The battery cap contact height was found to be out of specification. The battery cap was able to secure properly to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The battery compartment reportedly was damaged and the battery cap was unable to secure to the pump. It was noted that the battery cap was replaced approximately 1 to 3 months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.